Event description:
It was reported that the user was initially using the mobile programmer application rather than the intended remote monitoring appli cation. Troubleshooting steps were advised to switch to the correct remote monitoring application. The user was instructed to restart the host tablet after other applications were noted to be open. The user reported that the remote monitoring application was scanning but not proceeding. The user was advised to start the process again and to page a local company representative if unable to reach the expected completion indicator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.